Event description:
The health care professional (hcp) believed there was an issue related to the accuracy of drug delivery. At one point the patient had experienced no specified withdrawal symptoms. The pump was replaced. The pump was interrogated and the logs were looked at before replacement and no anomalies were found. There were no volume discrepancies. A rotor study was not done. During the procedure, the catheter checked out fine. The patient outcome was reported as 'no injury, recovered without sequela' and was reported to be doing fine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.